Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was experiencing discomfort and bumps at the ipg site. It was noted that the skin was thin in the center and bubbles were out above and below the incision. The physician decided that revision will be rescheduled as patient needs to resolve other medical issues. No further course of action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-218-50. Serial: (B)(6). Batch: 5164564/5164515.

Event description:
It was reported that patient was experiencing discomfort and bumps at the ipg site. It was noted that the skin was thin in the center and bubbles were out above and below the incision. The physician decided that revision will be rescheduled as patient needs to resolve other medical issues. No further course of action will be taken at this time. Additional information was received that the patient had a possible infection. The patient underwent an explant procedure. The explanted products were not returned.